Event description:
Patient a and b samples were tested for troponin (accu tni) and results obtained were: 0.69ng/ml and 1.15ng/ml, respectively. The results were not reported out of the lab. The original samples of both patients were retested and results of 0.02ng/ml were obtained for each patient. The original samples were also tested on a different instrument in the customer's lab and results of 0.02ng/ml were obtained for patient a and b. There was no effect to patient treatment in connection to this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin tubes with a gel separator. The specimens are centrifuged at 3,500 rpm for ten minutes. The customer runs all samples from the primary tubes and does not respin or aliquot before repeating samples. Qc was within established ranges prior to and after the event. Per customer documentation, system checks are routinely performed and are passing within instrument specifications. Per customer update, they are not questioning instrument performance at this time and they did not request service to verify the analyzer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.